Manufacturer narrative:
Sections with additional information as of 19-sept-2023: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation - customer had returned the incorrect meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who her condition had improved and she did not currently have any diabetic symptoms. Customer stated after the initial call on (B)(6) 2023 she had gone to the ER. Customer's blood glucose test result at the ER had been 700 mg/dl (fasting/non-fasting undisclosed). The diagnosis was high blood glucose and customer was given a shot of insulin. Customer was discharged (B)(6) 2023. Customer stated she had tested using the true metrix pro meter but did not provide the last result; customer stated the meter was working as intended. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). Customer is using true metrix pro meter; customer stated the doctor had provided the meter during regular checkup. At the time of the call the customer reported symptoms of feeling weak, a loss of appetite and headache; medical attention was not needed at the time of the call. Call had been disconnected and manufacturer was able to speak with customer's granddaughter, who stated that due to the symptoms customer will give herself a shot of insulin to bring the blood glucose down. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/16/2024 and open vial date is 08/04/2023. True metrix replacement system was sent to customer.